Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the joystick on the chair intermittently will go out of neutral, will not turn off, and will not change drives.